Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Visual inspection of the device noted the case was swelled on the backside over the high voltage (hv) caps. The device case was opened, and visual inspection noted that one of the two hv capacitors was slightly swollen. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor problem impacted the device¿s ability to provide shock therapy because the hv capacitors could not be fully charged. A manufacturing enhancement has been implemented to mitigate this issue.

Manufacturer narrative:
This ICD is expected to be returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that a cap reform was not performed on this implantable cardioverter defibrillator (ICD) prior to being implanted. Once implanted, a cap reform was performed and on two occasions the charge time was greater than two seconds and the ICD declared end of life. Immediate surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.